Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered pain, disability, and chromium and cobalt exposure. On (B)(6) 2012 - patients operative records received. Records indicate a loose stem was found upon revision.